Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under responsive. Reportedly, there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result inadvertent or incorrect insulin delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/15/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A visual inspection of the pump showed that there was moisture visible throughout the display lens. During testing, the keypad buttons responded properly. The keypad cover was removed and no contamination was found. The pump failed a leak test due to a crack in the pump casing. The pump cover was opened and moisture was found throughout the pump. Unrelated to the complaint, the battery compartment was observed to be cracked.